Manufacturer narrative:
Unit received with blank display and a constant tone due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer going into swimming pool with insulin pump attached. Customer reported that as a result, insulin pump was making a constant tone and display screen went blank. Customer's blood glucose was 105 mg/dl. Customer was advised that insulin pump would need to be replaced.